Event description:
A complaint was reported of pain at the pocket site. The physician explanted the precision system. The pt is reportedly doing fine.

Manufacturer narrative:
The explanted device was not returned for eval. A review of the device history records for the ipg was completed and no anomalies were noted. This is the final report.